Event description:
It was reported that fourteen days after a left transcarotid artery revascularization (tcar) procedure, the patient experienced visual disturbances. Imaging revealed a new narrowing near the distal portion of the stent, and the stent remained patent. The patient was compliant with dual antiplatelet therapy (dapt) and a p2y12 platelet function test revealed the patient was therapeutic. Follow up imaging revealed a dissection in the distal portion of the stented area believed to be caused by the 0.014" enroute guidewire, and thrombus was observed in the dissected area. An additional stent was placed to reline the area of dissection and the patient has returned to baseline.